Event description:
Allegedly, patient was revised due to lysis stem/lysis socket/wear of acetabular component revision njr number: (B)(6). Side: r. Primary asa: p2 mild disease not incapacitating. There is no physical stem implanted.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
See investigation attached.